Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50, serial/lot#: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing inadequate stimulation and difficulty charging the ipg. It was also reported that the patient had a fall. An impedance check revealed excessive high impedances on several contacts on the leads indicating that those contacts were no longer functional. The physician suspect device malfunction. The patient will undergo a procedure wherein the ipg and the leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. The patient was reportedly doing well postoperatively. The physician was unable to confirm if device malfunction was due to the fall. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation and difficulty charging the ipg. It was also reported that the patient had a fall. An impedance check revealed excessive high impedances on several contacts on the leads indicating that those contacts were no longer functional. The physician suspect device malfunction. The patient will undergo a procedure wherein the ipg and the leads will be replaced.